Event description:
Fibroids did not shrink, continues to experience pre-embolization symptoms of pain and continuous bleeding. De novo unpleasant menstrual blood odor, darker blood during menstruation.